Manufacturer narrative:
In our initial report of december 18th, we inadvertently sent you incorrect product data, which we hereby correct. This has no effect on the event described. The investigation is ongoing. We will provide results with a separate follow-up report.

Event description:
Based on the initial log review, there was a ventilator failure. No injury reported. Device generated alarm.

Manufacturer narrative:
The investigation has been performed based on the provided logfile and the received encoder. The functional test confirms a nonfunctional optical incremental encoder as part of the ventilator-motor assembly. The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. The overall residual risk evaluation remains valid. With regard to the product risk, there is no need for actions.

Event description:
Based on the initial log review, there was a ventilator failure. No injury reported. Device generated alarm.

Manufacturer narrative:
The investigation is ongoing. We will provide results with a separate follow-up report.

Event description:
Based on the initial log review, there was a ventilator failure. No injury reported. Device generated alarm. The device has no UDI as an UDI was not required at the time the device was manufactured.